Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had several pump error alarms. Blood glucose level at the time of the incident was not provided. Customer was able to clear the pump errors, power loss alarm and program the pump. Customer received another pump error when rewinding the pump. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit alarmed pump error 38 during the rewind due to corroded motor home switch. Unable to perform rewind, seating, basic occlusion, occlusion, force sensor, displacement test or verify pump error 24 and pump error 43 due to pump error 38.